Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed and was ultimately removed by the urologist. No patient injury was reported. This was the extent of the information available.

Manufacturer narrative:
The reported issue (it was reported that the balloon of the catheter mushroomed and was ultimately removed by the urologist. No patient injury reported; this is the extent of the information available) was confirmed, as cause unknown. Per visual evaluation of the picture received a cuff roll was observed. Functional and dimensional evaluation was not possible to perform due to only pictures were received for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter mushroomed and was ultimately removed by the urologist. No patient injury was reported.